Manufacturer narrative:
Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer comment: lot number was not reported. Pharmacovigilance comment: the serious, expected events of trigeminal neuralgia and facial paralysis, the non-serious, expected events of insomnia, and the non-serious, unexpected events of lymphadenopathy, diplopia, dysarthria and vertigo were considered possibly related to the treatment. Serious criteria included important medical event as the events potentially impacted speech and ability to perform activities of daily living. The patient declined to take acyclovir that was prescribed shortly after the event onset and did not receive further treatment in the emergency room. Potential contributory factors include inadequate injection technique with the procedural complication of nerve injury, herpes virus reactivation and aggravation of prior nerve trauma given medical history of facial paralysis nine years earlier. The case meets the criteria for expedited reporting to the regulatory authorities. Exemption number: e2015005 galderma laboratories, l. P. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number 9710154).

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2019 by a female consumer, which refers to herself (unknown age). The patient medical history included bell's palsy in 2010 and complete recovery. The patient has a gastric sleeve scheduled in (B)(6). The patient had no symptoms of illness prior to injection. The patient had no recent illnesses and current medical conditions. The patient was not receiving any concomitant treatments. The patient had not received any filler treatment previously. On (B)(6) 2019, the patient received treatment with restylane lyft with lidocaine (unknown amount, lot number, injection technique and needle type) to nasolabial folds while on a cruise ship. Within 1 hour of injection, the patient experienced paralysis to left side of face, eye and mouth started drooping (facial paralysis) and could barely talk(dysarthria). The patient went to see the injector, who stated the trigeminal nerve must be involved, also the patient visited the attending physician onboard. The pain intensified over the next several hours, intense nerve pain in the face and radiated to the left ear (trigeminal neuralgia). The pain was so intense that the patient could hardly sleep (insomnia). The md recommended ice, ibuprofen [ibuprofen] and a round of acyclovir. The injector stated he did not think acyclovir was needed and the patient did not take it. The left side lymph nodes on face and neck became enlarged and swollen (lymphadenopathy). On (B)(6) 2019, patient returned from the cruise and there was still no improvement. The same day, the patient started experiencing double vision (diplopia) and vertigo (vertigo). On (B)(6) 2019, the patient went to the emergency room were labs were drawn and a CT scan was performed. The patient had normal white blood cell count, normal sedimentation rate and the CT scan was also normal. The patient did not receive any treatment. Outcome at the time of the report: paralysis to left side of face, eye and mouth started drooping was not recovered/not resolved. Double vision was not recovered/not resolved. Intense nerve pain in the face and radiated to the left ear/trigeminal nerve involved was not recovered/not resolved. Patient could hardly sleep was not recovered/not resolved. Left side lymph nodes became enlarged and swollen was not recovered/not resolved. Vertigo was not recovered/not resolved. Could barely talk was not recovered/not resolved.